Event description:
It was reported that prior to starting a da vinci s surgical procedure the prograsp forceps instrument wire was noted to be pulled out from the instrument, so the instrument cannot close and move. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the wire had been pulled out from the instrument. For clarification, the instrument grip cable was derailed. Engineering also found the instrument main tube was deep scratches/gouges. The evidence was inconclusive, but the deep scratches/gouges damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.